Event description:
When using the flexor check-flo introducer 5f, the surgeon noticed some resistance when advancing the catheter. It was noticed the catheter was frayed and fragments from the catheter were seen on x-ray. The patient required a cut-down on the left groin to retrieve the pieces from the frayed catheter.